Event description:
Patient identifier: (B)(6). Date of event (B)(6) 2013. According to the information received, a patient's husband stated that his wife suffers from bleeding and severe pain using a rectal catheter in which the balloon burst. It was stated that the irrigation water would not flow out. The patient went to the hospital where an emergency operation was performed. Specific information on the type of surgery was not available at this time.

Event description:
(B)(4). According to the information received, a patient's husband stated that his wife suffers from bleeding and severe pain using a rectal catheter in which the balloon burst. It was stated that the irrigation water would not flow out. The patient went to the hospital where an emergency operation was performed. Specific information on the type of surgery was not available at this time.

Manufacturer narrative:
The complaint stated that emergency surgery was performed however specific details regarding the surgery were not provided. Additionally 12 unused devices and 1 used device were returned, however information regarding if the used device was the device subject to this incident was not provided. Seven samples were tested via a burst test, 6 samples met specification and 1 device failed as there was a hole in the balloon welding and the device deflated during the test. Three additional catheters were visually inspected and there were no holes or contamination observed. If any additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
The complaint stated that emergency surgery was performed; however' specific details regarding the surgery were not provided. Additionally (B)(4) unused devices and (B)(4) used device were returned, however information regarding if the used device was the device subject to this incident was not provided. (B)(4) samples were tested via a burst test, (B)(4)samples met specification and (B)(4) device failed as there was a hole in the balloon welding and the device deflated during the test. (B)(4) additional catheters were visually inspected and there were no holes or contamination observed. If any additional information becomes available a follow up report will be submitted. Follow up #1; a medical assessment was performed. According to the IFU (version 12) -bowel perforation is an extremely rare, but serious and potentially lethal complication to anal irrigation that will require immediate admission to hospital, often requiring surgery-. The user should contact doctor immediately, if the user during or after anal irrigation experience e.g. Severe and sustained abdominal pain or back pain, especially if the pain is combined with fever and/or severe anal bleeding. The user is also instructed to consult and get thoroughly instructed by a health care professional before using the product. Furthermore, the first irrigation should be supervised by a health care professional and in case of constipation, an initial, through clean-out of the bowels is recommended before starting up the irrigation procedure. In this case a (B)(6) year-old lady had used peristeen for seven days before she at the (B)(6) 2013 experienced a neorectal perforation. At the (B)(6) 2013, she installed 500-800 ml of water and inflated balloon with 2-3 pumps. During this procedure the balloon bursted and the irrigation water did not come out. After the irrigation she experienced pain, bleeding and was hospitalized. She underwent surgery and during this procedure a large intestinal perforation was identified. The hospital reported that the perforation was placed directly above the transverorectostomy and that the perforation was of unclear genesis/etiology (histological examination showed two perforations just above the anastomosis). Surgical treatment with establishment of a new transversoresectomy medical history include previous surgery in rectum/colon with formation of a neo-rectum, and peritoneal adhesions. Based on the available information no further conclusions are possible.